Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, pain") and uterine haemorrhage ("abnormal uterine bleeding") in a 30-year-old female patient who had essure (batch no. 608873-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 4 ((B)(6) 2022, (B)(6) 2022, (B)(6) 2006 and (B)(6) 2007), multigravida, multigravida, parity 4 and termination of pregnancy - elective. Concurrent conditions included uterine leiomyoma since (B)(6) 2016 and adenomyosis. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, 1 month after insertion of essure, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced uterine haemorrhage (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and back pain ("back pain"). The patient was treated with alprazolam, amoxicillin, citalopram, lamotrigine, methylprednisolone acetate (methylprednis), ondansetron, sumatriptan succinate, levothyroxine sodium (synthroid), venlafaxine, augmentin, ibuprofen and surgery (total hysterectomy and bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, headache, dysmenorrhoea and dyspareunia had resolved and the uterine haemorrhage, menstrual disorder and back pain outcome was unknown. The reporter considered back pain, dysmenorrhoea, dyspareunia, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Discrepant information : patient check did not undergo essure confirmatory test, but there is a hsg with successful occlusion. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded. Smear cervix - on (B)(6) 2016: abnormal cervical papanicolaou smear. On (B)(6) 2016, pathology report showed final diagnosis endometrium (biopsy): benign proliferative phase endometrium, no hyperplasia or malignancy identified. On (B)(6) 2016, colposcopy findings were consistent with mild dysplasia. Assessment: low grade squamous intraepithelial lesion. Abnormal pap, lgsil final diagnosis a. Endocervix (curettage): benign endocervical epithelium. No dysplasia is identified. Cervix, 5:00 position (biopsy): mild squamous c:lysplasia (cin 1), features of hpv, squamous metaplasia, and mild chronic inflammation. Cervix, 12:00 position (biopsy): transformation zone showing squamous metaplasia with acute and chronic inflammation. No dysplasia or diagnostic features of hpv identified. On (B)(6) 2016, mammogram left showed impression: suspicious of malignancy, targeted ultrasound suspicious of malignancy. The 1.1 cm x 0.6 cm x 0.9 cm taller than wide lobulated nodule in the left breast has a differential diagnosis of a complex cyst or a solid mass and is suspicious of malignancy. An ultrasound guided aspiration/biopsy is recommended. On (B)(6) 2016, ultrasound scan revealed: uterus measured 7.4 x 4.1 x 5.1 cm with a 1.6cm anterior sub serous fibroid seen. The ovaries are wnl. Assessment subserosal leiomyoma of uterus excessive and frequent menstruation with regular cycle dysmenorrhea. On (B)(6) 2017, pathology report showed final diagnosis: uterus, cervix and bilateral fallopian tubes (hysterectomy and bilateral salpingectomy): uterus and cervix, 84 g. Endometrium: proliferative phase endometrium. Myometrium: adenomyosis; no leiomyomata identified . Uterine serosa: minimal fibrous adhesions. Cervix: mild chronic cervicitis. Bilateral fallopian tubes: bilateral benign paratubal cysts and bilateral essure coils identified. No malignancy identified. The uterus and cervix weighs 84g and measures 8.1 cm from superior to inferior. 6.1 cm from cornu to cornu and 3.3 cm from anterior to posterior. The serosal surface is tan-pink and glistening with wispy fibrous adhesions more prominent on the posterior aspect. The ectocervix is 3.2 x 3.0 cm, tan-pink and giistening. The os is 1.0 x 0.5 em and is paten t, ' the specimen is bivalved to reveal a y-shaped endometrium that measures 4.7 cm in length by up to 1.7cm in diameter. Upon sectioning the endometrium is uniformly 0.1 cm thick. No masses or discrete lesions are seen. The myometrium ranges from 1.7-1.9 cm thick, is tan pink with innumerable pin points areas of hemorrhage grossly suggestive of adenomyosis. No additional masses or discrete lesions are seen. The endocervix is 4.1 cm in length by up to 0.8 cm in width. Is tan -red and unremarkable. Within the proximal bilateral fallopian tubes metal essure coils are in place. The left fallopian, tube is 7.1 cm in length by up to 1.0 cm in diameter. Small paratubal cysts measure up to 0.7 cm. Cut sections is unremarkable. The right fallopian tube is 5.2 om in length by upto 0.8 cm in diameter. Thin-walled paratubal cysts measure up to 1.2 cm. Concerning the injuries in the case, the following ones were described in patient's medical records: uterine haemorrhage (confirming, dysmenorrhea, dyspareunia, pelvic pain. Most recent follow-up information incorporated above includes: on 12-sep-2018: update of information (batch is not valid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, pain") and uterine haemorrhage ("abnormal uterine bleeding") in a 30-year-old female patient who had essure (batch no. 608873-invalid, 609813-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 4 (B)(6) 2002, (B)(6) 2002,(B)(6) 2006 and (B)(6) 2007), multigravida, multigravida, parity 4 and termination of pregnancy - elective. * on (B)(6) 2016, pathology report showed final diagnosis endometrium (biopsy): benign proliferative phase endometrium, no hyperplasia or malignancy identified. On (B)(6) 2016, colposcopy findings were consistent with mild dysplasia. Assessment: low grade squamous intraepithelial lesion. Abnormal pap, lgsil final diagnosis a. Endocervix (curettage): benign endocervical epithelium. No dysplasia is identified. Cervix, 5:00 position (biopsy): mild squamous c:lysplasia (cin 1), features of hpv, squamous metaplasia, and mild chronic inflammation. Cervix, 12:00 position (biopsy): transformation zone showing squamous metaplasia with acute and chronic inflammation. No dysplasia or diagnostic features of hpv identified. On (B)(6) 2016, mammogram left showed impression: suspicious of malignancy, targeted ultrasound suspicious of malignancy. The 1.1 cm x 0.6 cm x 0.9 cm taller than wide lobulated nodule in the left breast has a differential diagnosis of a complex cyst or a solid mass and is suspicious of malignancy. An ultrasound guided aspiration/biopsy is recommended. On (B)(6) 2016, ultrasound scan revealed: uterus measured 7.4 x 4.1 x 5.1 cm with a 1.6cm anterior sub serous fibroid seen. The ovaries are wnl. Assessment subserosal leiomyoma of uterus excessive and frequent menstruation with regular cycle dysmenorrhea. On (B)(6) 2017, pathology report showed final diagnosis: uterus, cervix and bilateral fallopian tubes (hysterectomy and bilateral salpingectomy): uterus and cervix, 84 g. Endometrium: proliferative phase endometrium. Myometrium: adenomyosis; no leiomyomata identified . Uterine serosa: minimal fibrous adhesions. Cervix: mild chronic cervicitis. Bilateral fallopian tubes: bilateral benign paratubal cysts and bilateral essure coils identified. No malignancy identified. The uterus and cervix weighs 84g and measures 8.1 cm from superior to inferior. 6.1 cm from cornu to cornu and 3.3 cm from anterior to posterior. The serosal surface is tan-pink and glistening with wispy fibrous adhesions more prominent on the posterior aspect. The ectocervix is 3.2 x 3.0 cm, tan-pink and glistening. The os is 1.0 x 0.5 em and is paten t, ' the specimen is bivalved to reveal a y-shaped endometrium the measures 4.7 cm in length by up to 1.7cm in diameter. Upon sectioning the endometrium is uniformly 0.1 cm thick. No masses or discrete lesions are seen. The myometrium ranges from 1.7-1.9 cm thick, is tan pink with innumerable pin points areas of hemorrhage grossly suggestive of adenomyosis. No additional masses or discrete lesions are seen. The endocervix is 4.1 cm in length by up to 0.8 cm in width. Is tan -red and unremarkable. Within the proximal bilateral fallopian tubes metal essure coils are in place. The left fallopian, tube is 7.1 cm in length by up to 1.0 cm in diameter. Small paratubal cysts measure up to 0.7 cm. Cut sections is unremarkable. The right fallopian tube is 5.2 om in length by upto 0.8 cm in diameter. Thin-walled paratubal cysts measure up to 1.2 cm. Concurrent conditions included uterine leiomyoma since (B)(6) 2016 and adenomyosis. Concomitant products included ethinylestradiol;norgestrel (lo/ovral), hydrocodone bitartrate;paracetamol (lortab) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"), 1 month after insertion of essure. In june 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced uterine haemorrhage (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), back pain ("back pain"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with alprazolam, amoxicillin, amoxicillin;clavulanic acid (augmentin), citalopram, ibuprofen, lamotrigine, levothyroxine sodium (synthroid), methylprednisolone acetate (methylprednis), ondansetron, sumatriptan succinate, venlafaxine and surgery (total hysterectomy and bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, headache, dysmenorrhoea and dyspareunia had resolved and the uterine haemorrhage, menstrual disorder, back pain, depression and anxiety outcome was unknown. The reporter considered anxiety, back pain, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Discrepant information : patient check did not undergo essure confirmatory test, but there is a hsg with successful occlusion. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: essure device was successfully occluded. Smear cervix - on (B)(6) 2016: results: abnormal cervical papanicolaou smear.. Concerning the injuries in the case, the following ones were described in patient's medical records: uterine haemorrhage (confirming, dysmenorrhea, dyspareunia, pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: update of information (batch is invalid) incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, pain") and uterine haemorrhage ("abnormal uterine bleeding") in a 30-year-old female patient who had essure (batch no. 608873) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's past medical history included parity 4 (B)(6) 2002, (B)(6) 2002, (B)(6)2006 and (B)(6) 2007), multigravida, multigravida, parity 4 and termination of pregnancy - elective. Concurrent conditions included uterine leiomyoma since (B)(6) 2016 and adenomyosis. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, 1 month after insertion of essure, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced uterine haemorrhage (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with alprazolam, amoxicillin, citalopram, lamotrigine, methylprednisolone acetate (methylprednis), ondansetron, sumatriptan succinate, levothyroxine sodium (synthroid), venlafaxine, augmentin, ibuprofen and surgery (total hysterectomy and bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, headache, dysmenorrhoea and dyspareunia had resolved and the uterine haemorrhage and menstrual disorder outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded smear cervix - on (B)(6) 2016: abnormal cervical papanicolaou smear. On (B)(6) 2016, pathology report showed final diagnosis endometrium (biopsy): benign proliferative phase endometrium, no hyperplasia or malignancy identified. On (B)(6) 2016, colposcopy findings were consistent with mild dysplasia. Assessment: low grade squamous intraepithelial lesion. Abnormal pap, lgsil final diagnosis a. Endocervix (curettage): benign endocervical epithelium. No dysplasia is identified. Cervix, 5:00 position (biopsy): mild squamous c:lysplasia (cin 1), features of hpv, squamous metaplasia, and mild chronic inflammation. Cervix, 12:00 position (biopsy): transformation zone showing squamous metaplasia with acute and chronic inflammation. No dysplasia or diagnostic features of hpv identified. On (B)(6) 2016, mammogram left showed impression: suspicious of malignancy, targeted ultrasound suspicious of malignancy. The 1.1 cm x 0.6 cm x 0.9 cm taller than wide lobulated nodule in the left breast has a differential diagnosis of a complex cyst or a solid mass and is suspicious of malignancy. An ultrasound guided aspiration/biopsy is recommended. On (B)(6) 2016, ultrasound scan revealed: uterus measured 7.4 x 4.1 x 5.1 cm with a 1.6cm anterior sub serous fibroid seen. The ovaries are wnl. Assessment subserosal leiomyoma of uterus excessive and frequent menstruation with regular cycle dysmenorrhea. On (B)(6) 2017, pathology report showed final diagnosis: uterus, cervix and bilateral fallopian tubes (hysterectomy and bilateral salpingectomy): uterus and cervix, 84 g. Endometrium: proliferative phase endometrium. Myometrium: adenomyosis; no leiomyomata identified . Uterine serosa: minimal fibrous adhesions. Cervix: mild chronic cervicitis. Bilateral fallopian tubes: bilateral benign paratubal cysts and bilateral essure coils identified. No malignancy identified. The uterus and cervix weighs 84g and measures 8.1 cm from superior to inferior. 6.1 cm from cornu to cornu and 3.3 cm from anterior to posterior. The serosal surface is tan-pink and glistening with wispy fibrous adhesions more prominent on the posterior aspect. The ectocervix is 3.2 x 3.0 cm, tan-pink and glistening. The os is 1.0 x 0.5 em and is paten t, ' the specimen is bivalved to reveal a y-shaped endometrium thet measures 4.7 cm in length by up to 1.7cm in diameter. Upon sectioning the endometrium is uniformly 0.1 cm thick. No masses or discrete lesions are seen. The myometrium ranges from 1.7-1.9 cm thick, is tan pink with innumerable pin points areas of hemorrhage grossly suggestive of adenomyosis. No additional masses or discrete lesions are seen. The endocervix is 4.1 cm in length by up to 0.8 cm in width. Is tan -red and unremarkable. Within the proximal bilateral fallopian tubes metal essure coils are in place. The left fallopian, tube is 7.1 cm in length by up to 1.0 cm in diameter. Small paratubal cysts measure up to 0.7 cm. Cut sections is unremarkable. The right fallopian tube is 5.2 om in length by upto 0.8 cm in diameter. Thin-walled paratubal cysts measure up to 1.2 cm. Concerning the injuries in the case, the following ones were described in patient's medical records: uterine haemorrhage (confirming, dysmenorrhea, dyspareunia, pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received - new event "patient did not underwent essure confirmation test" was added. Fu2 and f3 proceed together. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, pain") and uterine haemorrhage ("abnormal uterine bleeding") in a 30-year-old female patient who had essure (batch no. 608873) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 4 (B)(6) 2002, (B)(6) 2002, (B)(6) 2006 and (B)(6) 2007), multigravida, multigravida, parity 4 and termination of pregnancy - elective. Concurrent conditions included uterine leiomyoma since 26-sep-2016 and adenomyosis. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, 1 month after insertion of essure, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced uterine haemorrhage (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and back pain ("back pain"). The patient was treated with alprazolam, amoxicillin, citalopram, lamotrigine, methylprednisolone acetate (methylprednis), ondansetron, sumatriptan succinate, levothyroxine sodium (synthroid), venlafaxine, augmentin, ibuprofen and surgery (total hysterectomy and bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, headache, dysmenorrhoea and dyspareunia had resolved and the uterine haemorrhage, menstrual disorder and back pain outcome was unknown. The reporter considered back pain, dysmenorrhoea, dyspareunia, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Discrepant information : patient check did not undergo essure confirmatory test, but there is a hsg with successful oclusion. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded smear cervix - on (B)(6) 2016: abnormal cervical papanicolaou smear. On (B)(6) 2016, pathology report showed final diagnosis endometrium (biopsy): benign proliferative phase endometrium, no hyperplasia or malignancy identified. On (B)(6) 2016, colposcopy findings were consistent with mild dysplasia. Assessment: low grade squamous intraepithelial lesion. Abnormal pap, lgsil final diagnosis a. Endocervix (curettage): benign endocervical epithelium. No dysplasia is identified. Cervix, 5:00 position (biopsy): mild squamous c:lysplasia (cin 1), features of hpv, squamous metaplasia, and mild chronic inflammation. Cervix, 12:00 position (biopsy): transformation zone showing squamous metaplasia with acute and chronic inflammation. No dysplasia or diagnostic features of hpv identified. On (B)(6) 2016, mammogram left showed impression: suspicious of malignancy, targeted ultrasound suspicious of malignancy. The 1.1 cm x 0.6 cm x 0.9 cm taller than wide lobulated nodule in the left breast has a differential diaonosis of a complex cyst or a solid mass and is suspicious of malignancy. An ultrasound guided aspiration/biopsy is recommended. On (B)(6) 2016, ultrasound scan revealed: uterus measured 7.4 x 4.1 x 5.1 cm with a 1.6cm anterior sub serous fibroid seen. The ovaries are wnl. Assessment subserosal leiomyoma of uterus excessive and frequent menstruation with regular cycle dysmenorrhea. On (B)(6) 2017, pathology report showed final diagnosis: uterus, cervix and bilateral fallopian tubes (hysterectomy and bilateral salpingectomy): uterus and cervix, 84 g. Endometrium: proliferative phase endometrium. Myometrium: adenomyosis; no leiomyomata identified . Uterine serosa: minimal fibrous adhesions. Cervix: mild chronic cervicitis. Bilateral fallopian tubes: bilateral benign paratubal cysts and bilateral essure coils identified. No malignancy identified. The uterus and cervix weighs 84g and measures 8.1 cm from superior to inferior. 6.1 cm from cornu to cornu and 3.3 cm from anterior to posterior. The serosal surface is tan-pink and glistening with wispy fibrous adhesions more prominent on the posterior aspect. The ectocervix is 3.2 x 3.0 cm, tan-pink and giistening. The os is 1.0 x 0.5 em and is paten t, ' the specimen is bivalved to reveal a y-shaped endometrium thet measures 4.7 cm in length by up to 1.7cm in diameter. Upon sectioning the endometrium is uniformly 0.1 cm thick. No masses or discrete lesions are seen. The myometrium ranges from 1.7-1.9 cm thick, is tan pink with innumerable pin points areas of hemorrhage grossly suggestive of adenomyosis. No additional masses or discrete lesions are seen. The endocervix is 4.1 cm in length by up to 0.8 cm in width. Is tan -red and unremarkable. Within the proximal bilateral fallopian tubes metal essure coils are in place. The left fallopian, tube is 7.1 cm in length by up to 1.0 cm in diameter. Small paratubal cysts measure up to 0.7 cm. Cut sections is unremarkable. The right fallopian tube is 5.2 om in length by upto 0.8 cm in diameter. Thin-walled paratubal cysts measure up to 1.2 cm. Concerning the injuries in the case, the following ones were described in patient's medical records: uterine haemorrhage (confirming, dysmenorrhea, dyspareunia, pelvic pain. Most recent follow-up information incorporated above includes: on 21-aug-2018: pfs received an event " back pain" was added and severity was updated. On 21-aug-2018: wrong source document attached. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, pain") and uterine haemorrhage ("abnormal uterine bleeding") in a 30-year-old female patient who had essure (batch no. 608873) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 4 ((B)(6) 2002, (B)(6) 2002,(B)(6) 2006 and (B)(6) 2007), multigravida, multigravida, parity 4 and termination of pregnancy - elective. Concurrent conditions included uterine leiomyoma since (B)(6) 2016 and adenomyosis. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, 1 month after insertion of essure, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced uterine haemorrhage (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia (" menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with alprazolam, amoxicillin, citalopram, lamotrigine, methylprednisolone acetate (methylprednis), ondansetron, sumatriptan succinate, levothyroxine sodium (synthroid), venlafaxine, augmentin, ibuprofen and surgery (underwent hysterectomy (full) due to complicatioris from the essure device.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, headache, dysmenorrhoea and dyspareunia had resolved and the uterine haemorrhage and menstrual disorder outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded smear cervix - on (B)(6) 2016: abnormal cervical papanicolaou smear. On (B)(6) 2016, pathology report showed final diagnosis endometrium (biopsy): benign proliferative phase endometrium, no hyperplasia or malignancy identified. On (B)(6) 2016, colposcopy findings were consistent with mild dysplasia. Assessment: low grade squamous intraepithelial lesion. Abnormal pap, lgsil final diagnosis a. Endocervix (curettage): benign endocervical epithelium. No dysplasia is identified. Cervix, 5:00 position (biopsy): mild squamous c:lysplasia (cin 1), features of hpv, squamous metaplasia, and mild chronic inflammation. Cervix, 12:00 position (biopsy): transformation zone showing squamous metaplasia with acute and chronic inflammation. No dysplasia or diagnostic features of hpv identified. On (B)(6) 2016, mammogram left showed impression: suspicious of malignancy, targeted ultrasound suspicious of malignancy. The 1.1 cm x 0.6 cm x 0.9 cm taller than wide lobulated nodule in the left breast has a differential diaonosis of a complex cyst or a solid mass and is suspicious of malignancy. An ultrasound guided aspiration/biopsy is recommended. On (B)(6) 2016, ultrasound scan revealed: uterus measured 7.4 x 4.1 x 5.1 cm with a 1.6cm anterior sub serous fibroid seen. The ovaries are wnl. Assessment subserosal leiomyoma of uterus excessive and frequent menstruation with regular cycle dysmenorrhea. On (B)(6) 2017, pathology report showed final diagnosis: uterus, cervix and bilateral fallopian tubes (hysterectomy and bilateral salpingectomy): uterus and cervix, 84 g. Endometrium: proliferative phase endometrium. Myometrium: adenomyosis; no leiomyomata identified . Uterine serosa: minimal fibrous adhesions. Cervix: mild chronic cervicitis. Bilateral fallopian tubes: bilateral benign paratubal cysts and bilateral essure coils identified. No malignancy identified. The uterus and cervix weighs 84g and measures 8.1 cm from superior to inferior. 6.1 cm from cornu to cornu and 3.3 cm from anterior to posterior. The serosal surface is tan-pink and glistening with wispy fibrous adhesions more prominent on the posterior aspect. The ectocervix is 3.2 x 3.0 cm, tan-pink and giistening. The os is 1.0 x 0.5 em and is paten t, ' the specimen is bivalved to reveal a y-shaped endometrium thet measures 4.7 cm in length by up to 1.7cm in diameter. Upon sectioning the endometrium is uniformly 0.1 cm thick. No masses or discrete lesions are seen. The myometrium ranges from 1.7-1.9 cm thick, is tan pink with innumerable pin points areas of hemorrhage grossly suggestive of adenomyosis. No additional masses or discrete lesions are seen. The endocervix is 4.1 cm in length by up to 0.8 cm in width. Is tan -red and unremarkable. Within the proximal bilateral fallopian tubes metal essure coils are in place. The left fallopian, tube is 7.1 cm in length by up to 1.0 cm in diameter. Small paratubal cysts measure up to 0.7 cm. Cut sections is unremarkable. The right fallopian tube is 5.2 om in length by upto 0.8 cm in diameter. Thin-walled paratubal cysts measure up to 1.2 cm. Concerning the injuries in the case, the following ones were described in patient's medical records: uterine haemorrhage (confirming, dysmenorrhea, dyspareunia, pelvic pain. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs and mr received: reporters, patient demographic information, product indication, onset and removal date updated, lot no, treatment medications, new events vaginal haemorrhage, menorrhagia, migraine, headache, dysmenorrhea, dyspareunia and uterine haemorrhage added. Outcome for the events vaginal haemorrhage, menorrhagia, migraine, headache, dysmenorrhea, dyspareunia and pelvic pain added as recovered / resolved. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent hysterectomy due to complications from the essure device.). At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.